Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there was not enough space on the disk and issue was occurring intermittently. Review of the system log file showed ippc or image disks malfunction. The philips engineer has formatted and recreated the image disk. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that there was not enough space on the disk. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.